Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The time, date, programming, and settings were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller to remove the cannula and it was not bent or occluded. Assisted the caller to switch the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.